Manufacturer narrative:
The revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: (B)(6) - 02-010-03-0240 - logic cr femoral cem, left, sz 4, (B)(6) - 2-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6) - 200-02-35 - three peg patella 35mm, (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) - 521-78-23 - threaded pin size 2.3 collared, (B)(6) - 521-78-23 - threaded pin size 2.3 collared, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless, (B)(6) - 521-78-36 - threaded pin size 5.1 collarless. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 74 yo male patient, initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2024, approximately 7 years 7 months post the initial procedure. The patient was revised due to poly wear. Everything was removed. There were no surgical delays or device breakage during the event. The patient was last known to be in stable condition following the event. The rep was unable to obtain any photos of the explants or x-rays. The devices are not available for return as they were disposed of. No further information.